Event description:
A report was received that the patient was having pocket site discomfort. It was also mentioned that the patient was not helping and no longer covering the spot causing the most pain. The patient was prescribed sensitivity cream to help with the pain. No further course of action at this time.